Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the confirm exhibited undersensing. It was noted that alert notification for pause episodes were turned off and alerts for pause episodes were not received. Programming changes were made. The patient was stable throughout.